Event description:
The customer stated that he tested his blood glucose using a breeze2 meter and a contour meter. The breeze2 meter read 106 mg/dl, while the contour read 231 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.